Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned, but clinical data was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst commented that the date of recommended replacement time (rrt) was 2014-(B)(6). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.